Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not, "felt well," for three months. The leadless implantable pulse generator (ipg) exhibited intermittent under-sensing of r-wave, abruptly changed, smaller r-wave amplitude and increasing ventricular capture threshold. The patient will have blood work and x-ray. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.